Event description:
It was reported by service report that the bed had no power. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: power entry module; fuse drawer and fuses. Conclusion: parts were ordered for customer installation.